Event description:
Caller alleged discrepant results (poor precision). Results as follows: meter-inr: 4.1; meter-inr: 5.0; meter-inr: 3.0. Pt results have been around inr=3.0 for a while using itc protime meter. Recently switched to the inratio meter and did these two readings. Suggested to try another correlation against a reference lab. Will try correlation and call back with results.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr = 4.1; 2nd-inr = 5.0. Inratio meter - mean: 4.55; sd: 0.64; %cv: 13.99. Since 13.99% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Summary: end-user reports discrepant results. Customer results analyzed in-house. Precision met criteria. Product deficiency not established. No further investigation required. Reported reference result 3.0 not suitable for comparison. Time elapse between reference and inratio results not provided. If the time lapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Recommended correlation with lab. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.